Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during delivery to/at lesion. It was also reported that the device detached, cracked, or fractured during delivery through the vessel. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The lesion being treated was a non-tortuous, non-calcified lesion with 90% stenosis located in the proximal left anterior descending (lad) artery. The case involved a large diagonal branch and lad lesion, with the primary lesion located in the lad. The diagonal was being treated using an overall bifurcation approach. A 3.0 onyx frontier stent was successfully deployed in the diagonal branch without issue. The lad was then ballooned to crush at the ostium of the diagonal stent. A 3.5 onyx frontier stent was advanced into the lad; however, during positioning, the stent became caught on the previously deployed diagonal stent. An attempt was made to remove the stent system, however only the balloon was withdrawn. The stent became dislodged from the balloon and remained in the patient. There was no resistance was encountered when advancing the device. A snare was then used to capture the dislodged stent and it was retrieved back into the guide catheter. Fluoroscopy was performed to assess for any remnants in the body, and none were identified. No patient complications were reported as a result of the event.